Manufacturer narrative:
(B)(4). The device was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection revealed a surface scratch approximately 3.87 mm in length, located on the external surface of the bladder. A functional flow test was performed, and there were no signs of a leak or a rupture observed from the bladder. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a scratch on the outside of the bladder of a small volume intermate. This was noted before use. There was no patient involvement. No additional information is available.